Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and noted that the instrument was leaking from a cut tubing going through a pinch valve from the retic mix chamber to the t fitting. Fse replaced affected tubing and also replaced t fitting and the tubing connecting the fitting to the flowcell because they were worn. Repair was verified per estabished procedures and results met published performance specifications. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the tubing going from the mix chamber to the flow cell of the coulter lh 750 hematology analyzer was leaking blood and diluent. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection and gloves. There was no report of injury or exposure and medical attention was not sought. Patient results were not affected.